Manufacturer narrative:
Method: device evaluation anticipated, but not yet began; device has not been returned for evaluation at this time, but is expected. Other - work order reviewed performed.

Event description:
Patient originally implanted (B)(6) 2005, came in for a follow up on a type 1 endoleak. The procedure was scheduled to implant an additional proximal cuff, and balloon catheter cilation of the original graft to resolve the leak. While ballooning, the intrarenal aorta ruptured. A cuff was to be implanted in an attempt to stop the extravasation but was unsuccessful. Patient was converted an open procedure.